Event description:
It was reported that while using two surgical fibers during a prostate procedure, the fibers would not lase properly and the system continuously went into standby mode. The case was completed using an alternate procedure (turp). Patient outcome: "no injury to the patient."